Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced hypoglycemia event on (B)(6) 2026. The blood glucose level was low at the time of the event and was treated by giving sandwich and a glass of milk sugar. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.